Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
It was reported that the tip of the final tightener broke off from the instrument during set screw tightening. The broken tip was retrieved from the surgical site and was discarded by the customer. There were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
Visual inspection found the driver tip had sheared off from the instrument. Review of the device history record identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The cause of tip breakage cannot be positively determined. However, scanning electron microscopy analysis noted plastic deformation at the hex lobes, indicating a torsional overload. At this time, the complaint is considered to be closed.